Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, necrosis, was deemed to meet serious injury criteria of results in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Citation: natural course of ophthalmoplegia after iatrogenic ophthalmic artery occlusion caused by cosmetic filler injections. Yang, hee kyung m.d., ph.d.; lee, yunjin m.d.; woo, se joon m.d., ph.d.; park, kyu hyung m.d., ph.d.; kim, ji-soo m.d., ph.d.; hwang, jeong-min m.d., ph.d. Plastic & reconstructive surgery. 144(1):28e-34e, july 2019.

Event description:
This case is linked to 3013840437-2020-00005, referring to the same literature article. This literature report from (B)(6) concerns a female patient. She was injected with hyaluronic acid into the nasal dorsum area. Patient's medical history of systemic diseases was reported as none. After the hyaluronic acid injection, the patient developed localized occlusion of the nasal posterior ciliary artery which caused visual loss, ptosis and diplopia in the left eye. Although her visual acuity was relatively good (20/60), she had ptosis and ocular motility limitations in elevation, depression, and adduction in the left eye. There was no evidence of anterior segment ischemia. On initial examination, discoloration and necrotic changes of the skin were noted. A t2-weighted magnetic resonance imaging of the orbit showed increased signal intensity of the medial rectus, inferior rectus, and superior oblique muscles, and gadolinium-contrast enhanced t1-weighted magnetic resonance imaging revealed decreased signal intensity with rim-like enhancement suggesting acute infarction of the extraocular muscles. After 6 months, visual acuity had improved to 20/25, ophthalmoplegia recovered completely, and she no longer complained of diplopia. The outcome of the event "ophthalmoplegia" was considered as resolved and of "necrotic changes of the skin" was not reported. In the opinion of the author, anterior segment ischemia was the only significant factor related to ophthalmoplegia after cosmetic filler injection, suggesting that occlusion of vessels supplying the rectus muscles and anterior ciliary arteries was mainly responsible for ophthalmoplegia occurring after facial filler injections. Unlike the irreversible nature of vision loss after iatrogenic ophthalmic artery occlusion, ophthalmoplegia may recover spontaneously in 77 percent of patients. However, as most patients are blind with no light perception, sensory strabismus secondary to unilateral blindness may eventually develop in nearly half of patients during follow-up and requires strabismus surgery.